Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Found the filter in the collimator was jammed. Released the collimator, cleaned it and added grease on the worm gear. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that when booting a site's imaging system, an error message: initializing collimator appeared. No further details regarding this behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The collimator was returned to the manufacturer for analysis. However, the collimator was returned unused by the medtronic representative during the troubleshooting.